Event description:
It was reported that upon successful fibrinogen of the cdh29p stapler a leak test was performed and there was an anastomotic leak discovered. A laparoscopic suture repair was carried out on the anastomosis to repair the leak successfully. The surgery was delayed by 60-minutes. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the patient received a diverting ileostomy due to the anastomotic leak. The patient also has paralytic ileus after the procedure. It is the opinion of the nursing staff that the stapler performed correctly, and the anastomotic leak was a result of a very challenging procedure and disease state. Additional information was requested, and the following was received: what were the indications for surgery? Diverticular disease. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Senior theatre nurse ¿ used once before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Device fired normally with knife blade assembly automatically returning to position. Was the green checkmark visible at the end of the firing? Unknown how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes ¿ distal donuts were intact, but proximal donuts weren¿t were there any issues noted with staple formation? No. Was the staple line visualized endoscopically during the initial surgical procedure? No. What was observed at the site of the leak? Consistent stream of small air bubbles upon introduction of air to the anastomosis site. Note, it was the opinion of the surgeon prior to firing the stapler that he could not attribute any potential problems to the stapler due to the disease state of the bowel & difficulty he was having at the time to find a suitable section of proximal bowel to transect and place a purse string suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 10/04/2022 d4: batch # 326a43 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage, the breakaway washer was present and with an off-center cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the washer to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.